Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 471 mg/dl. Customer also reported that they had low blood glucose 40 mg/dl. Customer¿s blood glucose level at the time of incident was 300-500 mg/dl. Customer also reported that they had shortness of breath as a symptom related to the high blood glucose. Customer was treated with the insulin pump and carbohydrate intake. The insulin pump will not be returned for analysis.